Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Troubleshooting was attempted to no avail with the physician. A revision surgery was performed in which the cylinders were removed and replaced. Upon explant, a hole was found in the left cylinder. It was indicated that there were no product anomalies with the reservoir; therefore, it remained implanted. There were no patient complications.